Manufacturer narrative:
Analysis identified damage that occurred to the catheter body 48 cm from the distal end that was consistent with guide wire sheering. Leaking was confirmed; during internal decontamination, back pressure from a dissolvable occlusion caused outer polyurethane layer to expand and bubble as fluid leaked from the breach in the silicone layer. (B)(4) no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Refers to the main device, other components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer¿s representative regarding a patient who was receiving an unknown drug at an unknown concentration and dosage via an implantable pump for malignant pain. On (B)(6) 2016, it was reported that during the initial implant procedure for a catheter, the catheter to be implanted was found to be sheared and was not patent. There was some resistance noted upon withdrawal of the stylet. It was noted that the catheter would not drain csf after being placed. The spinal portion of the catheter was removed and it was noted that fluid could not be flushed through the catheter. The pump segment of the reported item was implanted and a new spinal segment was placed. The issue was considered to be an out of box failure and was resolved at the time of the report. The cause of the issue was unknown.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.